Manufacturer narrative:
A patient had a prodisc c removed due to unknown reasons. Patient identification was not provided. The date of implantation and implanting surgeon is unknown. The reason for removal of the prodisc c device is not known. No patient harms, conditions, or symptoms have been provided. Very little information has been provided by the revising surgeon despite attempts to gather additional information. It is believed the patient had the prodisc c removed and a fusion performed within unknown devices as a replacement. The device was not available for retrieval per the hospital. It is unknown what the hospital did with the device. Device history records could not be reviewed as no part and lot numbers were provided. Risks associated with device removal have been identified, mitigated, and deemed acceptable. There has been no indication of a device related problem. The investigation cannot determine a cause for this adverse event. If additional information becomes available, a follow up submission to this report may be made as appropriate.

Event description:
A patient with an unknown size prodisc c implant was revised on (B)(6) 2020 to remove the prodisc c device. The removal was performed for unknown reasons. The patient was revised to a fusion with unknown devices. The patient outcome is unknown.